Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged due to the nature of the patient's job. The lead was explanted and replaced.